Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from spain, edwards received notification of pascal procedure in mitral position. During the procedure, the anterior leaflet partially detached from the first device. The first device was placed in a big prolapse of both anterior and posterior leaflet. During procedure, when attempting the second device lateral to the first one, the second device did not push more ventricular the first one. However, during grasping, the devices were in contact due to the movement of the first one as it was in the prolapse region. After release of the second device, the im was worse and it was believed the first device had detached. After careful review of the intraprocedural images days after the procedure it was found that the anterior leaflet partially detached from the first device causing the mitral regurgitation(mr) to increase to severe. On pod 1, patient was discharged under medication and will be closely monitored.